Event description:
Health professional reported lap-band port replacement due to alleged port leak. The event was first noticed when the surgeon found less fluid than was supposed to be in the band. The band was supposed to have 8.75cc but there was only 5cc.

Manufacturer narrative:
Rapidport ez strain relief. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product however the analysis has not been completed at this time. Visual exam of the returned device determined the access port tubing connector to be a rapidport ez strain relief. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."